Event description:
It was reported that the patient experienced weakness and fatigue. The right atrial (ra) lead appeared to be undersensing and appeared to result in inappropriate atrial pacing.  The ra lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b1. Adverse event or product, b2. Outcome attributed to adverse event, h6. Patient codes (ime/annex e), imf (annex f) health impact medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician office noted that the patient is in atrial fibrillation (af) and a remote check was done which showed no new findings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 8784 catheter, 8784 catheter, 8637-20 pump, implanted: (B)(6) 2020;  457445 lead; 407452 lead implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead appeared to be undersensing and appeared to result in inappropriate atrial pacing.  The ra lead remains in use.  No patient complications have been reported as a result of this event.